Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had to be cardioverted due to atrial fibrillation. The patient was hemodynamically stable, but the cardioversion was unsuccessful after 3 attempts. The patient was started on amiodarone.

Manufacturer narrative:
Section a date of birth: patient privacy laws prohibit the release of patient information without their consent. The patient's date of birth should have been redacted from the previous report. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.